Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation and investigation. The tissue pad was worn out, and it was partially peeled off. There was a mark in the non-insulated area which indicates that non-insulated area and the probe came into contact. There was a mark in the probe which indicates that the probe and non-insulated area came into contact. The coating of the probe was partially peeling. No abnormalities detected when probe check was implemented. Seal short circuit error was not detected when the output was activated in seal mode while the grasping section was closed. *the tissue pad will wear out when the output is activated in seal & cut mode. Therefore, we perform the test in seal mode. The DHR with the lot number of the subject device was confirmed. No abnormalities detected in the DHR for the following items which related to the reported phenomenon. [Inspection]high-frequency output [inspection]appearance based on the condition of the subject device, a likely mechanism causing the reported event might be the following: nothing was grasped between the grasping section and the distal end of the probe while the output was activated in seal & cut mode (this includes after tissue resection). This might have caused the tissue pad to partially wear out and peeled off. Since the tissue pad was worn out, the non-insulated area and the distal end of the probe came into contact. The output was activated in seal & cut mode while the non-insulated area was contacting the probe. This caused the probe and the non-insulated area to have a contact mark, and probe damage error (error code: u504) occurred. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the non-healthcare professional that during lung segmentectomy using the subject device with usg-400 and esg-400, the tissue pad was severely worn. An u504 error also occurred. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to omsc for evaluation and investigation. Omsc found that the tissue pad was worn out, and it was partially peeled off, not the tissue pad was severely worn.